Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, while closing the vaginal cuff, the needles of 2 handles disengaged within the first two or three passes to the tissue. The needles stayed in the vaginal cuff attached by the suture. The needles were retrieved with laparoscopic graspers. Another device was used to complete the case. There was no patient injury.